Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display was observed to be cracked. The device's display was replaced to address the issue.